Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device mfg review confirmed the labeling, material, and process controls were within specification. The post market clinical team has completed their investigation and determined that based on the medical records, this (B)(6) female patient had cloudy effluent. A peritoneal dialysis fluid culture was obtained and tested positive for coagulase negative staphylococcus. Patient had a pre-existing condition of c-difficile from (B)(6) 2015. During a home visit on (B)(6) 2015, the peritoneal dialysis registered nurse (pdrn) found the patient's peritoneal dialysis catheter in the perineum area that was full of diarrhea. The pd nurse instructed the patient's family to tape the patient's peritoneal dialysis catheter to prevent contamination and tugging. The patient's culture was confirmed to have coagulase negative staphylococcus growth and this was attributed to poor handling while cleaning the patient or to contamination at some point while the husband was assisting with her treatment. Medical records reveal that the patient's visit to the hospital on (B)(6) 2015 was for hypotension that required intravenous fluids. Patient was treated for a pre-existing peritonitis and c. Difficile. In addition, the medical records reveal that the patient was non-compliant with physician orders and peritoneal dialysis clinic appointments. Medical records do not indicate there was a causal relationship between the patient's liberty cycler and concomitant products and the patient's peritonitis or the patient's hospitalization.

Event description:
During follow up on an unrelated event, a peritoneal dialysis (pd) patient's nurse reported that the patient had developed peritonitis attributed to touch contamination. During add'l. Follow up, the clinic mgr reported on (B)(6) 2015 the pd nurse visited the patient at home to check the patient. The patient's effluent was found to be cloudy. The patient's daughter reported that her catheter had been untaped while they were cleaning her posterior due to her c-difficile. On (B)(6) 2015, the patient was admitted to the hospital with peritonitis and persistent c-difficile. Medical records report on (B)(6) 2015 found the ff: the pd nurse visited the patient and the patient had cloudy effluent. Patient was found to have coagulase negative staphylococcus peritonitis and started on intra-peritoneal vancomycin. On (B)(6) 2015, the patient was lethargic and hypotensive and agreed to go to the emergency room. The patient presented at the emergency room with abdominal pain and chronic diarrhea. Patient was given intravenous fluids due to hypotension and digoxin was put on hold due to hypokalemia. Patient had a pre-existing condition of c-difficile and placed on flagyl. The patient was admitted with hypotension, leukocytosis, diarrhea and hypokalemia. Patient was discharged (B)(6) 2015 to a skilled nursing facility.